Event description:
Boston scientific received information that a high ventricular pacing impedance measurement was observed on the implantable cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead through the remote monitoring system. It was reported that all other measurements were within range and no connection or lead issue was suspected. This lead was also known to have high impedance measurements and it was suggested to have the pace/sense impedance daily measurements turned off. No revision was done at this time and routine follow up will be continued. Hence, the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.